Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 27mm watchman laa closure device and delivery system (wds) was advanced in the was. The physician aligned the marker band on the wds to the necessary position within the was. When the physician was deploying the closure device, he quickly pushed the closure device forward and perforated the laa. A pericardial effusion with cardiac tamponade occurred. Pericardiocentesis was quickly performed and the closure device was successfully implanted to aide in reducing the effusion. The patient was stable. It was further reported that the patient was fine and was released from the hospital.